Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 0.8 mmol/l with no symptoms and was hospitalized. The patient reportedly was treated via intravenous (IV) glucose at the hospital. The patient reportedly primed the pump while attached and infused 40 units of insulin while still connected. The recommended units per instructions for use (IFU) is 1 unit to 10mmol/l. The pump reportedly is not being returned and the patient resumed insulin pump therapy on the same pump. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy. Use error was a contributing factor to the reported incident as the patient primed the pump while still connected. The user guide states, to always disconnect from the pump prior to the prime step. There was no indication that the pump caused or contributed to the reported incident.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a rewind, load and prime sequence was successfully performed on the pump with no errors or alarms. The pump correctly displayed the message ¿disconnect infusion set from your body!" And on the rewind screen, ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The force sensor detected the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed the delivery accuracy test and found to be delivering within required range and delivering accurately. The reported complaint is not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).